Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but with no result. The device referenced in this report was returned for eval. The eval did not duplicate the user's report of "stiffness during angulations," as the variable stiffness worked appropriately during the eval of the device. There was a play observed on the control knob due to a stretched angulation wires. In addition, the light guide lens was chipped, and there was no light output from one of the light guide lenses. The bending section cover glue was cracked, peeling, and discolored. The light guide bundle at the bending section was found to be damaged. The device was refurbished. The device instruction manual instruct users "to inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Never use the endoscope on a pt if an irregularity is observed. Damage or an irregularity in the instrument may compromise pt or user safety." The exact cause of the pt's outcome could not be conclusively determined. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during an unspecified procedure, they experienced stiffness during angulation, and claimed that the angulations were off and allegedly scarring the mucosa. No further info provided.